Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on november 6, 2015. (B)(4). Upon completion of the investigation, the complaint was confirmed. To check the performance of the endoscope, a visual observation of the internal components using a monocular was conducted. It was discovered that there was a crack on one of the internal lenses which resulted in a blurry visual field. It was determined through the investigation that the internal lens breakage occurred due to user mishandling of the device. The labeling for the device stresses the importance of how fragile the device is and instructs the user to handle the product with extreme care to prevent damage to the device. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
Additional information from customer concluded that the event occurred during setup. The device was changed out, causing a 2 minute delay to retrieve a replacement endoscope, and the surgery was completed successfully without patient impact.

Manufacturer narrative:
Terumo cardiovascular systems corporation has received the actual device for evaluation; however, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete and/or more information becomes available. For this reason, evaluation code was referenced. Product code: 01895. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that the endoscope was blurry and appeared to be cracked. No other event information is currently available, so this complaint is conservatively being reported. When additional information becomes available and/or the investigation is complete, a follow-up report will be submitted with new information.